Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer received a power source alert when plugging in the pump. A different usb cable was used and the pump charged successfully. Additionally, customer reported that the battery intermittently depleted rapidly. Pump remained functional for insulin therapy. Customer's blood glucose was 120 mg/dl.